Manufacturer narrative:
The esu was thoroughly inspected/tested. A technical safety check was performed on the generator. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. No anomalies were found in the review of the unit's device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the event. Based upon the reported event, it appears that there was a breach between the storz bipolar cable and electrode (non-erbe accessories) which caused the electrical flashover (spark) and resulting burn. However, no conclusive determination could be made as to the cause of the incident. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). A hysteroscopy was performed to remove a myoma at the uterus. The esu was used with a resectoscope, a bipolar cable, and a bipolar loop electrode manufactured by storz. A review of the generator's chronological log revealed that the settings were bipolar cut +, effect 5. Upon activation, via the esu's footswitch, smoke was observed between the connection of the bipolar cable and loop electrode. From the electrical flashover, the patient suffered a burn on her right inner thigh. No further details were provided in regards to the burn's size, appearance, and grade. However, it was reported that a wound treatment (lavanid) was used to address the burn. Note: the esu was distributed by our parent company (erbe elektromedizin (B)(4)) to a (B)(6) medical facility.